Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
Based on the available details, the evaluation determined that the battery was replaced and the device was returned to service. The device was not requested for failure analysis. The customer was provided with a replacement battery, resolving the issue. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to patient in a critical care event. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user? If yes, describe? No. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No.